Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and eleven days following the implant of this transcatheter pulmonary bioprosthetic valve, coagulase-negative staphylococci was confirmed. Subsequently, six weeks of antibiotics was prescribed. No additional adverse patient effects were reported.